Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged the night after implant. The ra lead was repositioned and continues to be monitored. The ra lead remains in use. No patient complications have been reported as a result of this event.